Event description:
High frequency noise was reported on the electrocardiogram (ECG) after the ventricular pace when using the analyzer on a competitor integrated bi-polar lead. It was noted that it was not noise from the analyzer that was being detected but ringing of the sensing circuit by post-pace polarization of the competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.